Event description:
Second balloon popped during same procedure and same pt as earlier. The balloon popped a second time as they were deflating and reinflating to get a better seal to see the fallopian tubes better